Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that that the patient feels 'restrictive' and 'not right' on the ltv 1150 ventilator. It was also found that flows were higher than expected and increasingly get higher as the flow was increased during performance check. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.